Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kedwai, b. J., esper, b., lyons, d. C., & stoner, m. C. (2025). Local anesthesia and enhanced recovery after transcarotid artery revascularization. Annals of vascular surgery, 113, 363-369. Https://doi.org/10.1016/j.avsg.2024.08.012.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced ipsilateral stroke. This study was a retrospective data review of 321 patients between 2015 through 2024 who underwent tcar. The data was analyzed as the postoperative (timeline not defined) outcomes by anesthesia type. It was identified that 1.5 % of patients that underwent general anesthesia experienced an ipsilateral stroke postoperatively. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kedwai, b. J., esper, b., lyons, d. C., & stoner, m. C. (2025). Local anesthesia and enhanced recovery after transcarotid artery revascularization. Annals of vascular surgery, 113, 363-369. Https://doi.org/10.1016/j.avsg.2024.08.012.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced ipsilateral stroke. This study was a retrospective data review of 321 patients between 2015 through 2024 who underwent tcar. The data was analyzed as the postoperative (timeline not defined) outcomes by anesthesia type. It was identified that 1.5 % of patients that underwent general anesthesia experienced an ipsilateral stroke postoperatively. No further information was provided to boston scientific.